Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided image was consistent with an exposed wire at the insulated cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps rubber coating on the wire at the instrument¿s joint had come off ¿ at that point, only 30 minutes had passed since the start of the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: insulation was damaged resulting in internal wires being exposed. The cable looks intact, but it is damaged. There was no loss of cautery reported, additionally, no arcing was reported. Photos were provided as evidence of the reported issue.